Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated they hadn't felt stimulation in a while and they were getting the poor communication screen. They stated they attempted to connected and they had fallen a few times and they were worried it wasn't working. The patient was asked if they were having a return of symptoms and they stated they were not. Therapy expectations were reviewed. The patient noted they had fallen into a laundry basket. The patient attempted to communicate on the call, they stated they were able to communicate a few times and saw 1.5 and they felt stimulation. It was reported the poor communication was not resolved. They were able to connect once and saw 1.5, but did not see a lightning bolt and did not know how the device could have gotten turned off. It was reviewed how to turn on the stimulation, but the patient was getting the poor communication screen. They were redirected to their healthcare provider to have device checked. The patient was sent a new antenna. It was also reviewed that new batteries might aid in consistent communication as the patient mentioned the batteries were getting lower. Additional information was received from the patient. They stated they could feel stimulation in their foot. They stated their foot was twitching. Later in the call they stated they no longer felt stimulation in their foot and they did feel it in their bicycle seat area. The caller stated their symptoms were better the week of the report since they last called. It was recommended the patient follow-up with their doctor to check the integrity of the system. Caller reported the received a new patient programmer and it was working. Caller re-reported falling and stimulation being off. No further complications were reported or anticipated.